Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The attendant was reported to have performed continuous ambulatory peritoneal dialysis (capd) without proper training from a baxter clinical coordinator. The patient was not hospitalized for the reported event. The treatment for the peritonitis included injection of dialysis (1gm, intraperitoneally (ip), frequency not reported). The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event. On an unreported date, patient received the treatment at home by doctor. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.